Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, no connection could be made to the internal device. Subsequently the device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed october 21, 2015.